Event description:
The customer reported that when the weight was lifted from the alarm, the alarm was not sounding and the batteries are new. Customer reported that there are no physical damages to the alarm and sensor. Customer reported that the sensor is in working condition. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this report is based solely on the customer's reported issue. Note: posey instructions for use warning statement: do not use any alarm or sensor that does not alarm each time it is tested. Make sure alarm is on and in monitoring mode (monitoring indicator led is flashing green). Check that the rj11 plug on the sensor cable is not damaged (plug broken, or wires disconnected) and is securely connected to the alarm. Disconnecting the sensor from the alarm will cause the alarm to activate. This is called a "failsafe" mode. Disconnect the sensor to make sure the failsafe mode works. Do not use the alarm if the alarm does not sound when the sensor is disconnected. (B)(4).